Manufacturer narrative:
The pod was received fully deployed. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. Fluid did not flow through the complete fluid path initially. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet to observe for any internal or external tears or leaks in the fluid path. An external tear was found in the soft cannula. It could not be determined when the cannula was damaged. Scratches were found on the bottom housing. It could not be determined when the bottom housing was damaged. Corrosion was found on the bottom housing and pcb board. It could not be determined what caused the corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16.9 mmol/l (304.2 mg/dl) while wearing the pod on the leg between 4 and 24 hours. Hyperglycemia treated with bolus correction.